Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead had migrated which was confirmed through x-ray. The patient underwent a lead revision procedure and was doing well postoperatively. The paddle lead remains implanted and in use.